Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It had been reported that at the previous 2 checks, no capture at 5v and 1ms and impedance >9999 ohms. After disconnecting can, the impedance was good and there was a good threshold. Measured unipolar impedance at 1047 ohms and bipolar at 500 ohms. Questioning if device not functioning. Device noted to be at eri and unsure if it had been that way for a long time. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device analysis found normal battery depletion.

Event description:
It had been reported that at the previous 2 checks, no capture at 5v and 1ms and impedance >9999 ohms. After disconnecting can, the impedance was good and there was a good threshold. Measured unipolar impedance at 1047 ohms and bipolar at 500 ohms. Questioning if device not functioning. Reported device noted to be at eri and unsure how long it had been that way. The device was explanted and replaced. No patient complications were reported as a result of this event.